Event description:
A pt reported they obtained facial injuries while wearing a resmed mask. The pt stated they lost their balance and fell to the floor landing directly on their full face mask.

Manufacturer narrative:
The mask was not returned to resmed, and is not alleged to have been faulty.